Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On an unknown date in (B)(6) 2013, a mitral valve replacement (mvr) was performed and this 25mm masters series mechanical heart valve expanded cuff was implanted. On (B)(6) 2016, a re-do mvr was performed secondary to mitral regurgitation (mr). The mhv was explanted and a 27mm masters series mechanical heart valve standard cuff was implanted in the mitral position. Concomitantly, an aortic valve replacement (avr) was performed and a 25mm sjm mechanical heart valve was implanted in the aortic position. Per report, the surgeon related the mitral regurgitation to the initial procedure in 2013.